Event description:
The customer reported that the device was rebooting during opcheck and had a power interrupted message.

Manufacturer narrative:
(B)(4). The customer reported that the device was rebooting during opcheck and had a power interrupted message. The device was evaluated at philips. The issue was localized to a defective battery. The battery was replaced to resolve the issue.